Manufacturer narrative:
The instrument was returned and evaluated. The complaint that the cable snapped was confirmed. One grip close cable was broken at the distal idlers. The idler pulley was observed to spin freely. A cable segment was found to be sticking out at the wrist. Other cables at the wrist were not damaged. An additional observation not reported by the site was a damaged pulley and idler pin. The distal idler pulley on which the broken cable was seated had various scratch marks on the outer surface. The idler pin exhibited wearing on one side. Evidence is not conclusive, but the grip close cable may have become derailed and this likely contributed to cable breakage. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the surgical staff alleged that a cable snapped on a large suturecut needle driver instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.